Event description:
Patient was revised to address pain perhaps due to varus orientation of the humeral stem. ** update ** 04/30/2013 - additional followup has revealed that the statement regarding the malpositioning of the humeral stem was not confirmed. Therefore, the taper assembly and humeral head are being added to the complaint due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.